Event description:
Three treatments were performed with a diamondback 360 coronary orbital atherectomy device (oad) in the mid left anterior descending (lad) artery. The lad was 3.0 mm proximal to mid, 80%-85% stenosed, and severely calcified. During the third run, the oad jumped forward and the guide wire fractured. Imaging was performed and revealed a perforation in the mid lad. A non-csi guide wire was placed. A 2.5 mm balloon was inserted and inflated to provide emergent tamponade and cardiac pericardial centesis. Three balloons were then placed, one in the mid lad, one mid to distal lad and the third in the distal lad. The tip fragment was snared and removed. Stent placement was performed in the proximal to mid diagonal artery. The patient remained overnight in the intensive care unit and was then discharged. Three days later, on (B)(6) 2022. The patient expired. The cause of death remains unknown.

Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).